Event description:
A malfunction alarm, labeled malf 12, was reported by the customer, with no notable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared.